Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. There was no adverse event associated with this issue. The customer support representative contacted the patient to obtain information and to troubleshoot the pump; however was unable to reach her by telephone. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.